Event description:
The customer contact reported slow flow. An unspecified primary tubing set was being used to deliver unspecified volume of lactated ringers, at an unspecified rate, via gravity. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified y-site on the primary tubing set for a piggyback delivery of an unspecified antibiotic. It was reported that after the delivery of medication was started, it was reported that the delivery rate was reportedly slower than expected. It was reported that the cair clamp on the secondary tubing set was opened to increase the rate of delivery; however, it was reported that the delivery rate remained slower than expected. The option-lok male adapter of the secondary tubing set was disconnected from the y-site and was connected to a lower y-site on the primary tubing set. It was reported that the delivery rate was reportedly faster and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in critical therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.